Event description:
Explant of recalled device. Pt to cath lab for explant of recalled guidant defibrillator. Md and mfg aware of recall. Chain of custody form completed, device to be held in risk mgmt. Recalled device not originally implanted at this facility. Unable to determine date of implant, implanting md or lot # for implant.